Event description:
While changing the bag and tubing of medication, the 6060 sabratek pump repeatedly alarmed door open. On inspection the tubing was properly seated and the pump door was closed and secure. After using 3 tubings the pump recognized that the door was closed and functioned properly. The 2 tubings that were used were lot #r03a06127, baxter solution set 2m9857. Sets returned to baxter quality assurance dept.